Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3889-28, lot# v241707, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect and that the device was not working as well as before. The patient had frequency, urgency, increased nocturia, and incomplete bladder emptying. Intervention involved reprogramming and medication adjustment. The etiology was noted as related to the programming. The event was ongoing and possible related to device or therapy and unlikely related to the implant procedure. Additional information received on july 7, 2014 reported that there was no improvement in the bladder. It was noted that interventions included reprogramming and oxybutynine 10mg daily on (B)(6) 2014. Further information received on july 31, 2014 reported that interventions included clean intermittent self-catheterization (cic) 2-3 times a day. The indications for use for the implanted device were noted as urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider for a clinical study reported the entire system was explanted and the event resolved without sequelae on (B)(6) 2015. Indications for use include gastrointestinal/pelvic floor and urinary dysfunction.